Event description:
A 54-yr-old male who was diagnosed with a non-hodgkin's lymphoma received two cycles of chopped chemotherapy. His last was five days prior to admission to the emergency room. At time of chemotherapy, it was realized that he was having difficulty with his IV access and on 7/7/94 he had this port placed. The pt developed a fever, pain in his neck and shoulder, and was having chills. His temp was 103.9, heart rate 104, respiration 28. Pt admitted to hosp and placed on antibiotics. Port removed and he had slow improvement. Pt discharged home on oral antibiotic, pain medication and close follow-up. Principal diagnosis: 1) staphyloccocus aureus sepsis, 2) port catheter infection. Secondry dx: 1) non-hodgkin's lymphoma.